Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the cartridge compartment is cracked between the keypad and the case seal at the front, no evidence of moisture is visible from outside the pump, leak test failed due to the cartridge compartment leak. Returned battery/cartridge caps were used. The pump¿s cover was removed, inspection found moisture corrosion inside the pump to the fs circuit and to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.